Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed that the distal hex tip of the device was broken off, confirming this complaint. The broken hex tip of the driver was not returned. No other anomalies were observed. Potential root causes for this device failure include the use of excess torque during insertion or off-axis insertion; however, a definitive root cause for this specific device failure cannot be determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone call that the customer's arthro med hex driver tip 3 mm failed during an acl reconstruction case due to the tip breaking inside of the screw. They were able to remove the tip from the screw. No debris left inside of the patient. They were able to complete the procedure by using another like device. The sales rep reported no adverse patient consequences and a five minute time delay. The device will be coming back for review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone call that the customer's arthro med hex driver tip 3mm failed during an acl reconstruction case due to the tip breaking inside of the screw. They were able to remove the tip from the screw. No debris left inside of the patient. They were able to complete the procedure by using another like device. The sales rep reported no adverse patient consequences and a five minute time delay. The device will be coming back for review.